Manufacturer narrative:
(B)(4). The product is not being returned to teleflex for evaluation but a device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported via a hot line call that the registered nurse (rn) is calling to troubleshoot 2 drain failure alarms within 20 minutes of each other. The patient is in normal sinus rhythm (nsr) with rates in the 60s. The clinical support specialist (css) explained the drain failure to the rn and that it could indicate a sticking valve. The rn checked the condensation trap and there is minimal condensation noted. The css explained that the pump would need to go to the biomed to be checked. We discussed that the alarm is not harming the patient in anyway and the rn can either exchange the pump now, or wait until the intra-aortic balloon (iab) is discontinued and send at that time. The css later received another call regarding this patient/pump. Another rn called as she is going to be taking the second console into the unit and switching it over. She was concerned about the fiber optic sensor (fos) connection/zeroing and needed assistance. We discussed the process. The css gave the rn her cell number to call when the rn got the pump into the unit from the cath lab. The rn called the css within 2-3 minutes and then walked through switching the patient from the original console, performed fiber optic sensor (fos) calibration, and began support on the second console. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required. Difficulty encountered: during therapy. Patient outcome: unchanged during call.

Manufacturer narrative:
(B)(4). Teleflex did not receive the part for analysis therefore the reported complaint of "drain failure alarm" could not be confirmed. The hospital biomed checked the pump and no issues were found. The root cause of the reported complaint is undetermined. Device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via a hot line call that the registered nurse (rn) is calling to troubleshoot 2 drain failure alarms within 20 minutes of each other. The patient is in normal sinus rhythm (nsr) with rates in the 60s. The clinical support specialist (css) explained the drain failure to the rn and that it could indicate a sticking valve. The rn checked the condensation trap and there is minimal condensation noted. The css explained that the pump would need to go to the biomed to be checked. We discussed that the alarm is not harming the patient in anyway and the rn can either exchange the pump now, or wait until the intra-aortic balloon (iab) is discontinued and send at that time. The css later received another call regarding this patient/pump. Another rn called as she is going to be taking the second console into the unit and switching it over. She was concerned about the fiber optic sensor (fos) connection/zeroing and needed assistance. We discussed the process. The css gave the rn her cell number to call when the rn got the pump into the unit from the cath lab. The rn called the css within 2-3 minutes and then walked through switching the patient from the original console, performed fiber optic sensor (fos) calibration, and began support on the second console. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required. Difficulty encountered: during therapy. Patient outcome: unchanged during call.